Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited signs of premature battery depletion. A technical service (ts) review is pending on the device. This device remains in service, and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited signs of premature battery depletion. A technical service (ts) review is pending on the device. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that this device is found to be depleting normally based on ts review. The power consumption was elevated due to sensing persistent atrial tachycardia/atrial fibrillation. Ts recommended disabling atrial sensing to achieve significant longevity gain. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that this device is depleting normally. Based on this new information, this complaint is no longer reportable.